Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. Prior to discovery of the fluid leak, an air detected in cassette alarm occurred during dwell 3 of 3. The cause for the leak was not known. When the cassette was removed from the cycler, fluid was observed leaking out of the cassette door. The ts representative advised the patient to discontinue use of the cycler, and a replacement cycler was issued to the patient. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were ordered as a precaution. The patient took 1g vancomycin via intraperitoneal (ip) administration. The pdrn reported that the patient did not complete their treatment the night of the event. However, it was confirmed that the patient did not experience any symptoms due to the incomplete treatment. The pdrn stated there have been no additional missed treatments since the night of the incident. It was confirmed that the patient received their replacement cycler, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The pdrn stated the cassette was discarded by the patient and is not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.